Event description:
It was reported that the patients ipg was at battery end of life. The physician replaced the ipg with a non rechargeable battery. The patient was doing well postoperatively. The explanted ipg will not be returned to bsn due to facility policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.